Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a suture link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with seven prostyle devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture was not present when the plunger was pulled back for all seven devices. One failed in the rcfa and six failed in the lcfa. The sutures of two new prostyle devices were successfully pre-placed at each access site. The sheath was upsized to 16f in the rcfa and 12f in the lcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.